Event description:
Patient is fairly healthy, who presented with epigastric pain after taking a walk. She arrived at the ed at approx. 1600. Normal EKG, initial labs resulted at 1647. An initial troponin of 0.451. Based on this elevated troponin the patient was started on standard therapy for nstemi (non-st-elevation myocardial infarction) including asa load, nitroglycerin, and cardiology consult. The plan at that time was to repeat the troponin if rising plan was to initiate a heparin drip. Ordered a repeat troponin which resulted at 1905 and was undetectable. Not expected that a troponin of that elevation to clear during ER visit. The patient was immediately informed of the error. After lab was made aware of error. The patient's chemistries were then repeated, again with negative troponin, and showing elevated transaminases and lipase. It was postulated by the vendor that what led to the false positive was a fibrin clot present in the serum. Until we switch to the high sensitivity troponin, our plan is to implement a practice change here in the lab requiring our technical staff to spin down all samples manually. By spinning down the samples manually, we'll be able to inspect each sample and ensure there is no clot before running on the analyzer. We do not anticipate this will result in any delay in tat (turnaround time). Will keep you posted on when we go live with the practice change. Manufacturer response for analyzer, (brand not provided) (per site reporter) it was postulated by the vendor that what led to the false positive was a fibrin clot present in the serum.